Event description:
No additional information

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by a customer that the IV pump that was infusing fentanyl alarmed air in line. When assessed it was found that the tubing was leaking from the top of the tubing that is attached to the cassette entry.